Event description:
It was reported: "patient interaction with a couple of locking screws that were placed in the left femur, which has presented as just really severe itching."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : the device remains implanted in the patient.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and it can not be confirmed with provided medical records. With the available discharge summary and radiograph a formal medical opinion was sought: with the provided information, severe itching in the area of the screws is the only symptom, we can not determine whether this is an allergic reaction. The reaction may still be a material sensitivity, but there is no ample proof of an allergy. The patch testing may also not provide the definitive answer, since the skin reaction is very different from the "in body" internal soft tissue reaction. The required detail regarding metals or a list of the ingredients in the implants, the material composition is provided of material used for implants. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "patient interaction with a couple of locking screws that were placed in the left femur, which has presented as just really severe itching."

Manufacturer narrative:
Correction - please refer to h6 device code.

Event description:
It was reported: "patient interaction with a couple of locking screws that were placed in the left femur, which has presented as just really severe itching."